Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed power error. The patient's blood glucose at the time of incident was 130 mg/dl. The power error alarm recurred every four hours. The power error alarm persisted despite the insulin pump using three new batteries. The insulin pump will be returned for analysis.